Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump did not alarm with low battery alert prior to replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now without a low battery warning. Customer did not receive replace now battery alarm. The insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents and no unexpected power loss alarms during testing. The device had no unexpected replace battery now alarms or low battery alarms during testing.